Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the device and observed a loose connection of the therapy connector assembly. The evaluation was unable to duplicate any therapy connection failures; however with the loose connection, this appears to have been an intermittent issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would not recognize the connection of the defibrillation therapy cable assembly. There was no patient use associated with the reported failure.